Manufacturer narrative:
The reported events for inadequate capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead exhibited high capture thresholds and high impedance. It was noted that the silicone pad at the electrode tip was out. The lead was removed and replaced. The patient was in stable condition.